Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding pt/inr cartridges that yielded a discrepant pt/inr result of 3.8 on a pt. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).